Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
H3 - dimensional inspection found lens to be within specificaton. Claim #: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.00/1.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was explanted due to excessive vault on (B)(6) 2020. This resolved the problem. Reportedly, there is no plan to implant another lens.